Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump, which resolved the malfunction, and the customer was advised to continue using the pump while monitoring for any recurrence of the issue.